Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation.

Event description:
(B)(6) 2002: patient underwent l5-s1 anterior interbody fusion using rhbmp-2/acs and cages. (B)(6) 2002: post operative day 1, patient had low back pain and occasional incisional pain during coughing. It was throbbing back pain. Review revealed minimal stiffness.